Manufacturer narrative:
On (B)(4) 2014, the customer found the blood sampling valve (bsv) was leaking between the pads. The customer tightened the bsv knob and the instrument ran without any leaks and passing all controls. (B)(4).

Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The customer also reported the quality control results were outside specifications for the abnormal ii level control in the manual mode. The leak was described as approximately 10 ml of redish fluid that was not contained within the instrument. The leak did not appear to affect sample or reagent integrity, and there is no evidence of cross-contamination. The operator reports that no sample results were affected. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.